Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed out the insulin pump's battery but then received a battery out limit alarm. They also reported that the act button was not working. The customer's blood glucose level was 229 mg/dl. Troubleshooting was performed. The time on the insulin pump was not advancing because of a battery out limit alarm. They could not scroll up and down. The customer could not recall any significant events. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with esc and act buttons unresponsive due to corroded keypad traces. No frozen screen noted. Time advances properly. No initialization time frame anomaly noted. Unable to verify battery out limit or perform the self -test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. The insulin pump had cracked case at display window corner, minor scratched and cracked display window.